Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a reservoir leak. Customer's blood glucose reading is 500 mg/dl. Insulin leaked into the reservoir compartment. Caller not sure if insulin pump gave customer too much insulin. Nothing further reported.